Event description:
It was reported that 10 bd precisionglide¿ needles were defective and got "stuck" during use. The following information was provided by the initial reporter: "caller reported that needles get constantly stuck and she keeps changing the needle.".

Manufacturer narrative:
Correction: the date of event has been updated: b.3. Date of event: (B)(6) 2021. H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9234179. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9234179. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 bd precisionglide¿ needles were defective and got "stuck" during use. The following information was provided by the initial reporter: "caller reported that needles get constantly stuck and she keeps changing the needle."